Manufacturer narrative:
Testing of actual/suspected device (10/213): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the battery failed the runtime test. The battery had a runtime of 84 minutes, when the minimum runtime spec should be 135 minutes. To fix the issue the fse replaced the batteries which corrected the issue. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reported named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is dave paprocky, (B)(6), biomedical engineer.